Event description:
A peritoneal dialysis patient (pd) contacted technical support for assistance and during the call the patient expressed concern about not receiving the antibiotic treatment needed during therapy. Upon follow up the pdrn reported that the patient presented to the pd clinic on (B)(6) 2022 with cloudy pd effluent. The patient did not have any other symptoms. A pd culture was obtained and the patient was diagnosed with peritonitis the patient was initiated on antibiotic therapy with vancomycin every 5 days until (B)(6) 2022, dose not reported. The pd cultures were negative for growth. As a result, the cause of the peritonitis was not determined. The patient did not require hospitalization for this event. There was no leak reported with the cassette related to the peritonitis event and no issues with the liberty select cycler. The patient is continuing to complete pd therapy utilizing the liberty select cycler. No further information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint record to show a causal relationship between the use of the liberty select cycler and cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. The culture resulted in negative growth, which sometimes occurs in patients with clinical findings of peritonitis. As a result, the source of the infection could not be identified. The pd catheter is the source of infection in most pd-related peritonitis cases as it provides a portal of entry to the peritoneum. Most cases result from touch contamination of the catheter or the connections. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis patient (pd) contacted technical support for assistance and during the call the patient expressed concern about not receiving the antibiotic treatment needed during therapy. Upon follow up the pdrn reported that the patient presented to the pd clinic on (B)(6) 2022 with cloudy pd effluent. The patient did not have any other symptoms. A pd culture was obtained and the patient was diagnosed with peritonitis the patient was initiated on antibiotic therapy with vancomycin every 5 days until (B)(6) 2022, dose not reported. The pd cultures were negative for growth. As a result, the cause of the peritonitis was not determined. The patient did not require hospitalization for this event. There was no leak reported with the cassette related to the peritonitis event and no issues with the liberty select cycler. The patient is continuing to complete pd therapy utilizing the liberty select cycler. No further information was provided.